Manufacturer narrative:
Investigation summary: investigation flow: damage. Visual inspection: the plate cutter for 1.3mm/1.5mm and 2.0mm plates (p/n: 03.130.271, lot number: t165620) was received at us cq. Upon visual inspection, the jaw edges were deformed, and the silicone plate holder inserts were missing. Device failure/defect identified? Yes. Dimensional inspection: no dimensional inspection was performed due to post-manufacturing damage. Document/specification review: no design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the jaw edges are deformed and the silicone plate holder inserts are missing. No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part number: 03.130.271 lot number: t165620 manufacturing site: (B)(4). Release to warehouse date: (B)(6) 2018. A review of the device history records was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a routine incoming inspection of a loaner set on an unknown date, a plate cutter for 1.3mm/1.5mm and 2.0mm plates was observed damaged. There was no known patient or hospital involvement. This complaint involves 1 device. This is report 1 of 1 for pc (B)(4).